Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the second device found that the tip of the anchor plug is broken in the anchor with the proximal end still attached to the driver. A functional evaluation revealed that the torque limiter functioned properly. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A review of material, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the anchor of the bioraptor knotless suture was not working. It is unknown if a delay happened, when the issue was discovered and if a backup device was available. However, no patient injuries were reported. Results of investigation have concluded that this unit broke which makes it a reportable event.